Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported bleeding from the insertion site when the sensor was inserted into the abdomen on (B)(6) 2019. They stated the bleeding lasted approximately 90 minutes. The patient was evaluated in the emergency department where the wound was cauterized and dressed with a butterfly bandage. No product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.